Event description:
Per the clinic, the patient experienced an extrusion of the device. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2015.

Manufacturer narrative:
This report is filed may 6, 2016.

Manufacturer narrative:
(B)(4). The implanted device remains.